Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not able to over-ride the active insulin function on the pump so that the pump would deliver the original calculated dose in instances where a previous no delivery caused that information to be invalid. Customer's blood glucose level was 348 mg/dl. It was explained that the bolus wizard does provide a review of the math before they can deliver the insulin and they can then manually add back in the insulin per health care professional's instructions. Customer was referred to their health care professional for further instructions. No additional information provided.